Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), dyspareunia ("painful intercourse") and fungal infection ("yeast infection"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain, menstruation irregular, dyspareunia and fungal infection outcome was unknown. The reporter considered dyspareunia, fungal infection, menstruation irregular and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the wire protrudes into the anterior wall of the uterus"), pelvic pain ("pain/ severe pain") and genital haemorrhage ("abnormal bleeding (general)/ excessive bleeding") in an adolescent female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menstrual cycle would last for weeks to months ata a time"), abdominal pain lower ("lower abdominal pain/cramping") and gait disturbance ("not able to walk/ hard for me to walk at times"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel /nickel allergy"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and urticaria ("hives"). The patient was treated with ibuprofen and surgery (total abdominal hysterectomy with bilateral salpingectomy and to remove the essure implant/hysterectomy (partial) with salpingectomy (bilateral). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, pelvic pain, menstruation irregular, fungal infection, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, dysmenorrhoea, nausea, abdominal pain lower, urticaria and gait disturbance outcome was unknown and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, gait disturbance, genital haemorrhage, menorrhagia, menstruation irregular, nausea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical record-the wire protrudes into the anterior wall of the uterus. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adolescent female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), dyspareunia ("painful intercourse"), fungal infection ("yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel /nickel allergy"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain/cramping"), urticaria ("hives") and gait inability ("not able to walk"). The patient was treated with ibuprofen and surgery (to remove the essure implant/hysterectomy with salpingectomy (bilateral). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menstruation irregular, fungal infection, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, dysmenorrhoea, nausea, abdominal pain lower, urticaria and gait inability outcome was unknown and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gait inability, genital haemorrhage, menorrhagia, menstruation irregular, nausea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information added, demographic added. Product information added. Event added are as follows- dyspareunia, vaginal haemorrhage, menorrhagia, nickel allergy, nausea, female sexual dysfunction, dysmenorrhoea, fatigue, abdominal pain lower, unable to walk, ,hives,device monitoring procedure not performed. Events severity and outcome added. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the wire protrudes into the anterior wall of the uterus'), pelvic pain ('pain/ severe pain') and genital haemorrhage ('abnormal bleeding (general)/ excessive bleeding') in an adolescent female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menstrual cycle would last for weeks to months ata a time"), abdominal pain lower ("lower abdominal pain/cramping") and gait disturbance ("not able to walk/ hard for me to walk at times"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel /nickel allergy"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), urticaria ("hives"), the first episode of limb discomfort ("problems with my leg a lot"), asthma ("asthma"), bronchitis ("bronchitis"), fibromyalgia ("fibromyalgia"), the second episode of limb discomfort ("leg discomfort"), back disorder ("back problem"), haemorrhoids ("hemorrhoids"), ovarian cyst ("cyst on my ovarie that keeps growing") and headache ("headache") and was found to have weight increased ("I never thought I would gain weight") and neoplasm malignant ("few cancer scares"). The patient was treated with ibuprofen and surgery (total abdominal hysterectomy with bilateral salpingectomy and to remove the essure implant/hysterectomy (partial) with salpingectomy (bilateral). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, pelvic pain, menstruation irregular, fungal infection, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, dysmenorrhoea, nausea, abdominal pain lower, urticaria, gait disturbance, weight increased, asthma, bronchitis, fibromyalgia, the last episode of limb discomfort, back disorder, haemorrhoids, neoplasm malignant, ovarian cyst and headache outcome was unknown and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, asthma, back disorder, bronchitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, gait disturbance, genital haemorrhage, haemorrhoids, headache, menorrhagia, menstruation irregular, nausea, neoplasm malignant, ovarian cyst, pelvic pain, urticaria, vaginal haemorrhage, weight increased, the first episode of limb discomfort and the second episode of limb discomfort to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: leg discomfort". Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: events: cancer scares, ovarian cyst, headache were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the wire protrudes into the anterior wall of the uterus'), pelvic pain ('pain/ severe pain') and genital haemorrhage ('abnormal bleeding (general)/ excessive bleeding') in an adolescent female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menstrual cycle would last for weeks to months ata a time"), abdominal pain lower ("lower abdominal pain/cramping") and gait disturbance ("not able to walk/ hard for me to walk at times"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), allergy to metals ("allergic or hypersensitivity reaction: allergic to nickel /nickel allergy"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea"), urticaria ("hives"), the first episode of limb discomfort ("problems with my leg a lot"), asthma ("asthma"), bronchitis ("bronchitis"), fibromyalgia ("fibromyalgia"), the second episode of limb discomfort ("leg discomfort"), back disorder ("back problem") and haemorrhoids ("hemorrhoids") and was found to have weight increased ("I never thought I would gain weight"). The patient was treated with ibuprofen and surgery (total abdominal hysterectomy with bilateral salpingectomy and to remove the essure implant/hysterectomy (partial) with salpingectomy (bilateral). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, pelvic pain, menstruation irregular, fungal infection, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, dysmenorrhoea, nausea, abdominal pain lower, urticaria, gait disturbance, weight increased, asthma, bronchitis, fibromyalgia, the last episode of limb discomfort, back disorder and haemorrhoids outcome was unknown and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, asthma, back disorder, bronchitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, gait disturbance, genital haemorrhage, haemorrhoids, menorrhagia, menstruation irregular, nausea, pelvic pain, urticaria, vaginal haemorrhage, weight increased, the first episode of limb discomfort and the second episode of limb discomfort to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: leg discomfort". Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record: events - " problems with my leg a lot, asthma, bronchitis, fibromyalgia, weight gain, leg and back problem, hemorrhoids" were added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.